Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe's label information was double-printed and illegible. The following information was provided by the initial reporter: "duplicate lot = 1 cas".

Manufacturer narrative:
H.6. Investigation: customer returned several images of a shelf carton for 0.5ml, 31 gauge, 6mm syringes from lot 0265827. The shelf carton features a crumpled area as well as a section where part of the surface has been stripped off. Additionally, there is a duplicate printing of the lot/manufacturing/expiration information on one carton, with the text overlapping and compressed. A review of the device history record was completed for batch# 0265827. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of shelf carton damage and printing defect. Root cause for these defects cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe's label information was double-printed and illegible. The following information was provided by the initial reporter: "duplicate lot = 1 cas."